Event description:
The distributor (ethicon) stated that user facility reported that the pt was admitted with end stage liver failure and acute renal failure on (B)(6), 2009. A left upper arm peripherally increased central catheter (PICC) was inserted on (B)(6), 2009. Chloraprep and biopatch were used at the insertion site. On (B)(6), 2009, it was found that the pt had developed a red excoriated area at the central line insertion site under the biopatch. As a result the line was removed on (B)(6), 2009 and a right-hand saline lock was inserted. The pt also had a right internal jugular catheter in place, with chloraprep and biopatch used at the insertion site. This central line insertion did not have any signs of a reaction or infection. The pt was discharged from the hospital to the hospice on (B)(6), 2009. The reporting nurse stated that some of the nurses were not allowing the chloraprep to dry prior to application of the biopatch. In addition, at times, the transparent dressings were applied tightly over the biopatch. Integra called the user facility. No product lot number or exact product identity code is known. Ethicon will provide lot numbers of biopatch that they supplied to this facility during this time period; however, the hospital also uses biopatch supplied in kits from a vendor that does not track the lot number. The reporting nurse at the user hosp stated that ethicon, the distributors of biopatch, and the distributors of chloraprep had since provided in-service training on the correct use of the products to the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.